Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a follow up oversensing issue was observed on the rv lead which appeared to have an atrial pacing followed by a no ventricular output possibly due to the oversensing issue. It was suggested to have pocket manipulation performed during the patient¿s next visit. Patient was stable. No further information available.